Event description:
Patient reported the infusion device displayed several e4 occlusion errors since (B)(6) 2013, and this resulted in hyperglycemia. She changed the accessories, but this did not resolve the issue. She was transported to the hospital by ambulance on (B)(6) 2013. Her blood glucose was 33.6 mmol/l (604.8 mg/dl), and she was drowsy and had abnormal breathing. She was diagnosed with diabetic ketoacidosis and treated with an insulin infusion. She was in the intensive care unit from (B)(6) 2013 and then the regular care unit from (B)(6) 2013 where she received insulin via pen. The patient and hospital believe the insulin delivery of the infusion device is inaccurate. The infusion device and blood glucose meter were requested for evaluation. The alleged infusion set was discarded.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 errors were found in the history list, and the e4 was not always cleared according to the user guide. The e4 occurs (occlusion) if the force, measured by the force sensor, is too high. This is not a malfunction of the insulin pump. The occlusion limits were tested successfully.